Event description:
During follow-up, the device was found in backup mode following a reset due to a non-maskable interrupt. During interrogation, the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.